Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had a previous back surgery(unrelated to the device) that left a lot of scar tissue, so when to implant the first ins, they couldn't put the probe down their spine. The dr tried but they didn't have much luck. Then the battery went dead in less than 2 years and they had another ins implanted.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
Additional information received reported that the second one also went dead after some time. The doctor couldn't get the probe down their spine. They figured that they had scar tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). The patient reports that their second implant has never worked properly for her back pain/not targeted the right area. The patient states that she has a curvature of the spine that was operated on and they couldn't get the probes down properly. It was noted that the first ins was replaced due to normal battery depletion and the second one normally depleted as well and is still implanted. The patient was to have a procedure to treat their upper back issues unrelated to device and asked for MRI guidelines. Indication for use includes other non-malignant pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.